Manufacturer narrative:
The device is currently being returned to the (B)(6) design house located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing revealed that the device was detecting an ac power source as an external battery. Based on the investigation, the reported power fault was due to an isolated component failure on the top case adaptor board circuit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).